Manufacturer narrative:
Device evaluation: returned device was received damaged lens. Dso seal bubble. Evidence of reported problem in event log was found. The customer reported condition was not confirmed. No fault found. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis pump was presenting with error code "44510". There was no patient present at the time of the event. There was no reported adverse events.